Manufacturer narrative:
(B)(4). No sample was returned for analysis. A visual inspection was performed on pictures of the device and confirmed the defect reported by the customer. A device history record review was performed and no relevant findings were identified. The product is not being manufactured currently, however, another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 50 samples were taken from the current production, the samples were visually inspected and the issue reported was not observed in the current manufacturing process. The defect reported by the customer was confirmed based on review of pictures received. However, it is necessary to receive the physical sample to perform a proper investigation. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the connectors of the tubes were found broken prior to use on the patient.

Event description:
Customer reported the connectors of the tubes were found broken prior to use on the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. The et tube was also returned with the two swivel valve assemblies and one suction catheter. The et tube and suction catheter were returned in their original packaging. The two swivel valve assemblies were returned loose. The returned sample was visually examined with and without magnification. Visual examination of the sample revealed that one of the swivel valve assemblies was broken on both connectors. The reported complaint of "connector broken prior to use" is confirmed based on the sample received. The connectors on both sides of the returned swivel valve assembly were broken. The swivel valve is a component purchased from a supplier. A non-conformance has been opened to further investigate this issue.